Manufacturer narrative:
Broken abutment. Fragment could not be removed. The implant needed to be explanted. The abutment wasn`t returned for investigation - further statements are not possible. Implant is a collateral damage. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Broken abutment. Fragment could not be removed. The implant needed to explanted.